Manufacturer narrative:
The investigation for the high purge pressure and pump stop has been completed. The product was returned for investigation. No physical damage was observed on the purge cassette or pump. The purge cassette was successfully primed and connected to the pump, but high purge pressure was noted. Pump passed the electrical testing. The pump was unable to start when placed in a bucket of water, and a significant amount of biomaterial was observed on the impeller and purge gap. Upon further investigation, a blockage was identified in the motor housing, and it was confirmed that purge fluid escaped from the catheter after cutting near the motor housing. The data log shows a rise in purge pressure and low pump flow, with an active high purge pressure alarm after pump insertion. The purge pressure gradually returned to normal after 4 hours of the case run, and flow improved. However, the purge pressure gradually rose again after 2 days, followed by the pump stopping with a high motor current alarm and saturated pump flow. The cause of the high purge pressure issue was biomaterial, based on returned product and data log review. The cause of the pump stop issue was biomaterial, based on returned product and data log review.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and 10 minutes after the implant, the automated impella controller alarmed. ¿high purge pressure¿ followed by intermittent periods of ¿purge system blocked¿. Unable to resolve with the usual troubleshooting. Staff monitored and support continued. Additionally, a pump stop occurred. The pump was explanted and the procedural outcome was the patient survived surgery.